Manufacturer narrative:
(B)(4).

Event description:
Device 3 of 4. Reference MFR report: 1627487-2016-02005; reference MFR report: 1627487-2016-02006; reference MFR report: 1627487-2016-02008. The patient has 2 anchors implanted with the same lot number. It was reported the patient suffered multiple falls during the last month causing discomfort at the ipg and anchor sites. The pain is present whether the stimulation is on or off. An sjm representative met with the patient and lead diagnostics showed multiple contacts reading low. Surgical intervention may be pending to address the issue.